Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿article defect¿. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the keypad membrane is damaged, the side extrusion is damaged, the 8-way sock assy is corroded, the power switch is corroded, the fascia bracket is corroded. Following measures has been taken to resolve the issues. Damaged keypad membrane replaced, damaged side extrusion replaced, corroded 8-way sock assy replaced, corroded power switch & fascia bracket replaced, physical damaged front panel replaced. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the vapr vue generator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had corroded 8-way sock assembly, power switch and fascia bracket. There was no procedure nor patient involvement reported. No additional information was provided.